Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site due to the ipg moving. As such, surgical intervention occurred and the ipg was repositioned to address the issue on (B)(6) 2024. Reportedly, the discomfort at the ipg site has resolved.